Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4: the device expiration date is currently unavailable. D9: concomitant med products and therapy dates: expressew iii autocapture + suture passer device, (B)(6) 2024. H4: the device manufacture date is currently unavailable. UDI: (B)(4). Investigation summary the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. Visual inspection revealed that the needle was found stuck into the shaft of the expressew iii ac+ gun, it was not possible to disassemble it, the needle tip was broken. The broken part of the needle shows evidence of having been manipulated through the lower jaw. The plastic inserter was not returned. The functional test could not be performed due to the device condition. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would contribute to the complained device issue. Based on the investigation findings, the potential root cause for the issue experienced by the customer can be attributed to a needle misinsertion into the gun's loader, consequently the trigger was activated and the needle jammed. A root cause of the broken tip needle can be related to the manipulation that was given to it in order to be able to disassemble it through the lower jaw. Therefore, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair procedure on (B)(6) 2024, an expressew iii autocapture + gun device and expressew iii needle pk were used. According to the report, when loaded with an expressew needle to test fire, it failed as the needle did not retract back after the test fire and was stuck in the up position. It was reported that the tech tried to remove the needle but could not. Another like device was used to complete the procedure. During in-house engineering evaluation, it was determined that the expressew iii needle was broken(2+ pieces). There were no adverse patient consequences nor surgical delay reported. No additional information was provided.